Manufacturer narrative:
Device 2 of 3. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that she did not like the feel of the three pouches from a sample package of three. She also stated that they felt too rough against her skin. She stated that she preferred the other company¿s pouch which she was using it also. There was no harm reported. No photo is available at this time.